Manufacturer narrative:
Analysis upon reception, the analysis of the device confirmed the broken connectors. The root cause of this issue could not be determined; however, it could have resulted from the wear of the power supply connector over time or from a mechanical shock.

Event description:
Reportedly, a smartmonitor with broken connectors has been returned by an hospital.